Manufacturer narrative:
The event occurred on an unspecified date in (B)(4) 2020. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least 14 amia automated pd cycler sets had patient line caps that ¿would fall off¿. This occurred while the nurse was "scrubbing the lines carefully or gently during set up" for peritoneal dialysis therapy. These cassettes were still used as it was noted just prior to connection. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.